Event description:
The surgeon closed the coupler and the pins on the ring did not join together properly, leaving the vein leaking. No additional information is available.

Manufacturer narrative:
No evaluation can be performed; device was not returned to synovis.